Event description:
An artegraft used on 01jul2024 was discarded due to leaking when it was pressurized, and it was not able to be repaired. The doctor reported that the graft (lot 23e260-018) bled through the wall in two separate areas. "I tried to repair and the wall was very thin and couldn't be repaired so I had to take it out." A second graft (lot 23h362-024) was utilized to complete the surgery. The graft was flushed and pressure tested per IFU prior to use on 01jul2024. No leaking was noted until after the proximal end was sewn to the patient during av graft placement. No equipment was used other than prolene suture for the anastomosis. Current patient status is stable.

Manufacturer narrative:
Although the graft was explanted, it was not returned for evaluation. The graft was not received for evaluation and the issue was not able to be confirmed. Patient information including status, lot numbers used, and implantation dates were requested and additional information was provided on 25jul2024. No patient adverse events related to this issue were reported to lemaitre. A review of the DHR was performed with no issues being noted for batch 23e260, all release criteria met specifications including 100% pressure testing, wall thickness, sterility testing, and final visual inspection to release to finished goods. No related ncmr/CAPA was identified; no confirmed complaint trend related to this issue was identified. Lemaitre current risk controls were determined to be sufficient at this time. The issue was not able to be confirmed. We remain inconclusive about the root cause of the issue. A possible root cause may be related to the tunneling process as it was specified that no equipment was utilized; the graft may have been damaged during the process. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices.